Manufacturer narrative:
The device was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited noise on the right ventricular (rv) lead. It was noted that oversensing occurred on the right atrial (ra) lead. The patient¿s rv lead was non-boston scientific product. The pacemaker was programmed to aair as the patient reported that their rv lead fractured years ago. The ra lead thresholds had increased over time and were nearing maximum output. The patient had presented to the emergency room (ER) with a heart rate of 35 to 40 beats per minute (bpm). Subsequently, the physician elected to surgically abandoned and replaced the ra and rv leads, and explant and replace the pacemaker. No additional adverse patient effects were reported.